Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was found to have one bent grip tang, causing them to be misaligned. The grips were not found to be cracked. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, as moderate misalignment of grip tips can occur due to grasping hard tissue or objects, or through collisions with other instruments.

Event description:
It was reported that during central processing, the force bipolar instrument's tips were not meeting properly. No known impact or patient consequence was reported.